Event description:
The implant procedure was cancelled due to difficulty advancing the cardiomems delivery catheter. The procedure proceeded as normal. Access was gained without difficulty, the swan ganz was used to acquire pressures, and an angiogram was performed to identify an appropriate vessel for implant. The cardiomems delivery system was prepared as usual, and delivered over a steelcore guidewire; however, the catheter could not advance beyond the proximal pulmonary artery. The catheter was removed, the swan-ganz was reintroduced and advanced to the left pa, and the steelcore wire was removed. The swan-ganz was redirected to the right pulmonary artery, an angiogram was performed, and an appropriate target implant location was identified. A new steelcore wire was inserted, the swan-ganz catheter was removed, and the cardiomems delivery catheter was prepared by flushing and agitation in heparinized saline for sixty seconds. The delivery catheter was advanced to the right pulmonary artery, but was unable to advance beyond the proximal pulmonary artery. The delivery catheter was removed. An exchange catheter was inserted over the steelcore wire to the right distal pulmonary artery without difficulty. The steelcore guidewire was exchanged for a a different 0.018" guidewire, and the exchange catheter was removed. The cardiomems delivery catheter was reinserted and was again unable to advance beyond the proximal pulmonary artery. The delivery catheter was removed, the swan-ganz catheter was reinserted to the right distal pulmonary artery without difficulty, and the guidewire and swan-ganz were removed. The procedure was aborted with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3 h2, h3, h6. A catheter assembly with hub intact and sensor intact and returned thumb drive with user documentation were received for investigation. Visual inspection of the skiving portion of the catheter identified to be normal. Visual inspection of the length of the catheter was normal. Visual inspection of the sensor was normal. The returned catheter outer diameter was found to be within specification with a 0.046¿ thickness determined by calipers. The returned sensor was also found to be within specification with a width of 2.02¿ thickness determined by snap gauge. The investigation was unable to determine the root cause of the event description. The review determined that no non-conformances were identified that are related to the reported event.